Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer remote manager was not detected on bus. A field service engineer (fse) identified that the unit was stuck in an unlocked state and was not communicating, as it appeared disconnected from the system and was not visible in the hardware test application. The fse attempted a reboot to rule out a controller issue, but the unit powered on without restoring communication. The fse replaced the latch; however, the issue persisted, and overheating of the latch was observed, indicating a possible controller board fault. The fse then replaced the controller board and installed a new latch again, followed by checking all cable connections for any faults. After completing the replacements and verification, the fse reconfigured the unit with the application and confirmed that the unit was detected and functioned properly during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es helmer remote manager was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.